Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the infusion set and resumed insulin delivery. Customer reported no issues were observed with the infusion set. Customer's blood glucose was 180 mg/dl. Tandem clinical diabetes specialist discussed event with customer and reportedly, a different type of infusion set was to be used.